Event description:
While the physician was deploying bard denali femoral approach ivc filter in the patient's ivc (inferior vena cava), the clear plastic hub of the delivery device became detached, causing a potential risk of device malposition. No harm was caused to the patient, however it has been reported that this has occurred on more than this one occasion.